Event description:
It was reported that after the patient had their pump removed they were ¿out of it¿ for the first day following the pump explant. Since then the patient had weird sensation up and down their leg like an electrical shock. It was described as it was like ¿jump from inside out¿ and tingling sensation. The patient reported that it was out of control and the patient cannot sleep at the time of report. The patient¿s spouse reportedly heard that tubing broke off when the patient¿s health care provider (hcp) was trying to remove the pump. The patient had a follow-up appointment with their hcp in 2 days. The patient was informed by the hospital that the hcp might have inflamed her nerve and it should go away. The pump was used to infuse dilaudid. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2013-04789 for the event leading to the explant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n183229002, implanted: (B)(6) 2009, product type: catheter. (B)(4).